Event description:
The rptr stated that she did back to back blood glucose testing, in rapid succession, using different finger sticks. Her results were 121, 49 and 105 mg/dl. She did not have any symptoms. A control solution test was in range, 131 (124-136).